Event description:
It was reported that an angio-seal device was used to seal the arteriotomy site post percutaneous coronary intervention procedure (pci). The pt subsequently died of a retroperitoneal hematoma. The puncture site was within indication. However, the physician punctured the back wall of the artery. The physician thinks the retroperitoneal hematoma occurred due to a back wall puncture. Attempts to obtain add'l info were unsuccessful.

Manufacturer narrative:
No components were returned for analysis and review of the device history review was not possible since the lot number was unavailable. Based on the info provided to st jude medical, the cause for the death could not be conclusively determined. The angio-seal device instruction for use (IFU) state that hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) precaution that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.